Event description:
According to the literature, a retrospective study analyzed outcomes of patients with esophageal cancer who underwent mckeown esophagectomy with and without fibrin sealant application between january 2018 and december 2019. The stomach was anastomosed to the esophagus with a circular stapler was used to anastomose the esophagus and the stomach. A linear stapler or another competitor stapler was used to close the gastric tube. There were 227 patients in the study and postoperative complications included: anastomotic leak, anastomotic stricture and gastric fistula. Patients with anastomotic leak were treated with cervical drainage and endoscopic treatment. Gastric fistula was diagnosed with esophagogastroduodenoscopy (egd). Hospital stay was extended.

Manufacturer narrative:
Title: evaluation of fibrin sealant in prevention of cervical anastomotic leakage after mckeown esophagectomy: a single center, retrospective study source: ann surg oncol (2021) 28:6390¿6397. Published online: 30 march 2021. If information is provided in the future, a supplemental report will be issued.